Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25 mg/ml at 6.7 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient¿s friend/family member reported that they had to change the refill frequency and they were now getting the patient¿s pump refilled more often as the patient had been late for refills before and his pump ran dry once or twice. The reporter didn¿t know the event date(s). No patient symptoms were reported. No further complications were reported/anticipated.